Event description:
It was reported that the pt had a micl13.2 implantable collamer lens implanted on (B)(6)2007. On the 36 month (B)(4) study form, the pt indicated "vision does not seem as sharp, especially night vision while driving." The lens remains implanted in the right eye. Follow up will be done with the surgeon and a supplemental medwatch will be submitted if additional info is obtained.

Manufacturer narrative:
(B)(4): eval results - a work order search was performed and one similar complaint was found. (B)(4).